Event description:
It was reported that during the procedure of hysterectomy, console surgeon was dissecting the tissues of cervix uteri. He found the tip of the permanent cautery spatula instrument was fractured. They removed the instrument and changed another one to continue. There was no injury to the patient and delay to the procedure. The fractured tip fell into the patient and it was retrieved. Intuitive surgical inc., contacted the distributor to request additional information regarding the reported event. The distributor followed up with the nurse to obtain additional information who indicated that the fragment was retrieved laparoscopically, no additional surgical procedures were required to remove the fragment, there were no post-operative tests performed, and there was no injury to the patient.

Manufacturer narrative:
The permanent cautery spatula instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the distal end of the spatula tip was broken and missing. The missing piece was not returned with the instrument. It was concluded that the damage may have been due to misuse. Failure analysis investigation also found that instrument had a broken ceramic sleeve; the uneven piece of the ceramic sleeve was missing and exposing the shaft of the spatula. There was slight bio debris and black marks residing around the area of the broken ceramic sleeve. The electrical continuity passed. No other damage was found. It was concluded that the damage to the ceramic sleeve may have been due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Based on the information provided, this complaint is being reported due to the following conclusions: permanent cautery spatula tip broke off and fell into the patient. The fragment was retrieved laparoscopically and additional surgical procedures or post-operative tests were not required to remove the fragment.